Event description:
It was reported that the patient was diagnosed preoperatively with a spondylolisthesis l5-s1. On (B)(6) 2007, patient underwent an anterior arthrodesis l5-s1 with a threaded bone dowel cage instrumentation and rhbmp-2/acs. No patient complications were reported. At unknown date, patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: on (B)(6) 2007: patient presented with spondylolisthesis l5-s1. Procedures: anterior arthrodesis l5-s1 with a threaded bone dowel cage instrumentation and infused bone morphogenic protein; pedicle screw instrumentation l5-s1 on the left side. Per-op notes: once they are in position surgeon then reamed under fluoroscopic control with the appropriate size reamer and then tapped with the appropriate tap and selected a 16 x 23 cage and packed it with l-1/2 infused bone morphogenic protein sponges and inserted it in on the right side appropriately. Surgeon then went to the left side and performed similar reaming, tapping, and placed another 16 x 23 cage with 1-1/2 sponges in place. Surgeon placed 1 infused sponges lateral on the left side in between the 2 cages and we placed some of the reamings on the left lateral side and along the anterior space. Final ap and lateral shots of the instrumented construct and removed the retractor blades. Surgeon scanned the abdomen and pelvis for any loose parts such as needle, sponges, and tools. Following assurance that surgeons were free of these problems, surgeons then closed the fascia. Patient tolerated procedure well and left the operating room in good condition.